Event description:
It was reported that the customer was seeing noise on the transtelephonic monitor (ttm) for the electrocardiogram (ECG). The client also reported the clinic was in the process of a server move. Multiple workstations and modules were have the same issue. Technical services walked the customer through checking the settings on the module and the issue still presented itself. It was suggested that the customer talk to the telephone company regarding the issue of noise on the line. Additional troubleshooting steps taken on multiple workstations. It is suspected that it is a customer phone line issue. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.